Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an evercross device. No embolic protection was used. The device was prepped with no issues. It was reported that a balloon burst occurred during balloon inflation at nominal pressure while using an inflation device with hep and saline. All fragments of the balloon were retrieved. The device did not pass through a previously deployed stent, no resistance was encountered while advancing the device and no excessive force was used. The balloon was removed and two more evercross devices were used. It was reported that a balloon burst occurred with both of these devices during inflation at nominal pressure and both balloons removed from the patient. A fourth evercross was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: device used in the patient¿s brachial vein during treatment of fistulogram exhibiting 30-40% stenosis. Non-medtronic introducer sheath and guidewire were used during the procedure. A mixture of hepsaline with contrast was used to inflate the pta balloon. Procedures were completed using new balloon of same size. One device , not three, were used in this procedure product analysis: the evercross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The evercross dilatation catheter was received with the balloon chamber in a post-inflation profile, (e.g. Not tightly wrapped or winged). Sanguine residue was noted within the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.035¿ guidewire was loaded with ease through the distal tip of the catheter and navigated out the proximal hub of the y-manifold. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold. The balloon chamber was inflated, and a pinhole leak was located in the balloon. If information is provided in the future, a supplemental report will be issued.